Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for distal fibula fracture. During surgery, it was found that this drill bit rotated in an arc, when the drill bit was connected to a unium quick coupling, for use with cortex screw 3.5 and allowed to rotate freely. The same problem did not occur on other drill bit. Another drill bit 170 mm from usf-2 was used as a replacement. The surgery was completed successfully without any surgical delay.